Event description:
It was reported that during the implant procedure, the helix of the right ventricular [rv] lead would not deploy properly. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood/body fluid was observed on the distal conductor (not obstructed). No anomalies were found.